Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "vibration" was confirmed. During svc, the device failed the vibration test. If additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
The device was received from the USA for svc. During servicing of the device, it was found to be vibrating. It is unk if the device was used during surgery, and it is unk if injury or medical intervention occurred. There was no additional info provided.